Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of at least 72 months, due to aortic stenosis. No further details were provided. Info learned per response from the surgeon.